Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submit h3 other text : investigation incomplete.

Event description:
It was reported that the power inlet module was burnt. The event timing was not during surgery. No patient involvement or harm. It was reported that no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: review of the most recent repair record determined that the cart was not powering on. The power inlet module was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.